Event description:
It was reported that the wire came apart and snared to remove the fragment. The target lesion was located in the moderately tortuous vessel. A 180x25cm fathom-16 guidewire was selected for use. During the procedure, upon advancement, it was noted that the tip of the wire came apart probably caused by the torque. The fragment was snared and removed completely from the patient's body. The procedure was completed with a different device. No patient complications were reported.